Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was separated from the cassette port. There were evidence on the tubing indicating it was positioned on the cassette port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of an amia automated pd cycler set was damaged which resulted in a leak. This occurred during drain of peritoneal dialysis (pd) therapy. The patient would contact their nurse for assistance on completing therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.